Event description:
The hospital reported that the vasoview hemopro 2 metal wire in the jaws came loose during the forearm fasciotomy procedure. The scope was placed first, then the seal device. At some point, the device stopped working. There was no resistance, the instrument was closed when it was inserted into the device. The wire came loose and did noteneter the patient. No injury to the patient. 5-minute delay, a new device was opened.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.